Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of device breakage and non-union is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Exact part numbers of concomitant screws is unknown. Devices are from the small fragment range. Possible partial part numbers are 204.8xx and 213.0xx. Initial reporter telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a multi-trauma patient underwent an open reduction internal fixation (orif) for a distal 1/3 humerus fracture on (B)(6) 2017. Patient was implanted with one (1) 3.5mm locking compression plate (lcp) metaphyseal plate 12 holes, one (1) lag screw, seven (7) 3.5mm lcp screws, and two (2) 3.5mm cortex screws. On unknown date, x-rays revealed the plate and the third locking screw from the distal end were broken, resulting in a non-union. Patient was returned to surgery and revised on (B)(6) 2018. Revision surgeon noted the original fixation was too light and should have been treated with a large fragment plate and screws construct, as patient requires both hands to maneuver a wheelchair. Concomitant devices reported: 3.5mm lcp screw (part number unknown, lot number unknown, quantity 7), 3.5mm cortex screw (part number unknown, lot number unknown, quantity 2) this report is for one (1) 3.5mm lcp metaphyseal plate this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 223.412s, synthes lot number: 9654968, release to warehouse date: 03.non.2015, expiry date: 01.oct.2025 , manufacturing site: grenchen . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted a review of x-rays provided. We are able to confirm that we are able to see a broken plate on the received pictures. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in new zealand as follows: it was reported a multi-trauma patient underwent an open reduction internal fixation (orif) for a distal 1/3 humerus fracture on (B)(6) 2017. Patient was implanted with one (1) 3.5mm locking compression plate (lcp) metaphyseal plate 12 holes, one (1) lag screw, six (6) 3.5mm lcp screws, and three (3) 3.5mm cortex screws. On unknown date, x-rays revealed the plate and the third locking screw from the distal end were broken, resulting in a non-union. Patient was returned to surgery and revised on (B)(6) 2018. Revision surgeon noted the original fixation was too light and should have been treated with a large fragment plate and screws construct, as patient requires both hands to maneuver a wheelchair. Concomitant devices reported: 3.5mm lcp screw (part number unknown, lot number unknown, quantity 6), 3.5mm cortex screw (part number unknown, lot number unknown, quantity3). This report is for one (1) 3.5mm lcp metaphyseal plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date reported was 1/31/2018, should have been 1/26/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.